Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k)#: unknown, as the serial number was not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code: 2140 - glare-persistent (not impacting daily life activities), 2140 - dysphotopsia - negative. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with bilateral preloaded toric multifocal intraocular lenses (iols) is experiencing negative dysphotopsia and is able to see the edge of her lenses since (B)(6) 2025, with symptoms worsening in dark environments or rainy conditions and increased glare. The symptoms have persisted despite a trial of lotemax gel and are significant enough that the patient is not comfortable driving at night. No further information is available. This report is for the patient's right eye. A separate report is being submitted to capture the patient's left eye.